Manufacturer narrative:
The device was received for evaluation. Field service confirmed the reported incorrect software combination. The initial cause of this issue involves manufacturing's downgrading of the application software from 1.7.0 to 1.6.x on newly assembled pumps pump's without also downgrading the bootstrap version from v1.2 to v1.1. The root cause is undetermined, there was an internal ncr opened to address this reported condition. The a device history record (DHR) review confirmed the reported problem and identified the initial cause of the reported problem.

Event description:
It was reported that the device had version 1.2 base bootloader installed, which is intended for use with v1.7 firmware. The device was found to have v1.6.1 firmware loaded which is the correct version, but the corresponding base bootloader should be version 1.1. No patient injury was reported.

Event description:
It was reported that the device had version 1.2 base bootloader installed, which is intended for use with v1.7 firmware. The device was found to have v1.6.1 firmware loaded which is the correct version, but the corresponding base bootloader should be version 1.1. No patient injury was reported.

Manufacturer narrative:
Other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-xxxxxx is no longer considered reportable, please disregard any MDR reports associated with it.